Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen went blank with a system error and the hard drive was reconfigured and the software reloaded. It was further noted that one eject button on the personal computer memory card international association (pcmcia) reading port was broken and that the media bay door latch was broken. Both the pcmcia and the media bay door were replaced to resolve. (B)(4).

Event description:
It was reported that when entering profile information and checking on hardware, the programmer goes to the black screen of death with an error code and shuts down. The programmer was returned for repair. There was no patient involvement.